Event description:
Reportedly, the doctor called my colleague (B)(6) while he was interrogation a talentia because he had an issue with the tablet. It was completely frozen et not responding. When he pressed the button to end the session, a popup was displayed with the following message: ¿end session before closing¿, but it was impossible to do anything because the tablet wasn't responding.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported issue was not confirmed as it was not reproducible. The analysis of available expertise files confirmed the reported behavior, thus the interface remained blocked without any possible interaction from the user due to a software bug to solve this issue, the workaround is to use p1+p2 button to sign out of the session. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the doctor called my colleague serge lebas while he was interrogation a talentia beauce he had an issue with the tablet. It was completely frozen et not responding. When he pressed the button to end the session, a popup was displayed with the following message: ¿end session before closing¿, but it was impossible to do anything because the tablet wasn't responding.